Manufacturer narrative:
Submit date: 11/8/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a or lap sponge. The customer reports 4x4 lap sponge was found fraying prior to the patient entering the room.